Event description:
Customer called alleging that the meter would not power on and reported feeling dizzy and nauseated. Pt treated self with orange juice and a nap. Unable to obtain a blood glucose result and did not have any other device to test with. Pt did not seek any medical attention. No adverse event or serious injury occurred. Ccr checked that the batteries were good and that they were correctly installed (plus and minus signs are aligned correctly). The ccr replaced meter because issue was not resolved.